Manufacturer narrative:
Patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced adhesive failure on (B)(6) 2026, as the infusion set tape fell off while swimming. No further information available.